Event description:
Physician was treating a lesion in the tibial/popliteal trunk using amphirion deep dilatation balloon catheter. It was reported that the physician experienced removal difficulties following balloon inflation. The catheter/delivery system deformed. The catheter was removed with sheath. The balloon went down to lesion (anterior tibial) without incident. Inflated and came down without incident. The problem occurred while removing the balloon. Antegrade stick with a 5fr raabe cook sheath. The balloon got stuck in the valve of the sheath. Balloon catheter broke while pulling it out. Physician grabbed the broken portion of the balloon catheter and pulled it all out with the wire. It was reported that the patient was obese and the sheath could have kinked causing the balloon difficulties in being removed. By the time the balloon broke and the physician grabbing the other portion of the catheter and pulling it out, happened so quick it was difficult to tell what happened. There was no injury to patient.

Manufacturer narrative:
(B)(4). Traces of blood detected on the shaft and balloon. The device was returned broken on the distal portion. The shaft was broken on the proximal portion of the balloon and the guide wire tube was stretched. It was not possible insert the guide wire in the distal portion due to damage reported. No further analysis could be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.